Event description:
Caller reported that insulin cartridge leaked at the o-ring location. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. The customer successfully changed the cartridge and resumed insulin therapy after receiving guidance to RMA the cartridge from technical support.